Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received a motor error alarm on her insulin pump. Her blood glucose value at the time of incident is unknown. Customer also stated that her pump alarmed with low reservoir, and when she tried to rewind the pump her keypad was not working. Troubleshooting was initiated and completed; the customer was advised to discontinue use of the insulin pump and revert to back-up plan per health care provider's instruction. The customer agreed to send the device back for analysis and she received a replacement pump.